Event description:
It was reported that an infection occurred. It was further reported the patient had swelling and reddish discoloration of left arm, fever, chills and sweats. The patient was found to have a deep venous thrombosis. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed adn no anomalies were found. It was noted that there was cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed adn no anomalies were found. It was noted that there was cosmetic depression of the outer insulation.